Event description:
It was reported an em2400 valve set leaked. During filling of multivitamins, a leak was observed from port 8. The estimated loss was approximately 14ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: the date of the event was reported as an unknown date in (B)(6)2022 (also reported as "last week". Correction/removal report number: 3010291427-06/21/2022-001-c. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.